Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented due to having received two shocks. Upon interrogation it was noted the shocks were inappropriately administered due to the implantable cardioverter defibrillator (ICD) exhibiting oversensing of noise on the right ventricular (rv) channel ad. It was also noted that the rv lead amplitude had decreased from 8.8 to 0.7 mv. Boston scientific technical services (ts) was consulted and discussed possible reasons this could occur and recommended a revision procedure. A revision procedure was performed where a dislodgement was confirmed. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.